Manufacturer narrative:
Philips service performed remote troubleshooting to resolve the collimator issue. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the collimator jammed and the image was graded during clinical use on an azurion 3 m15. The clinical use of the system was in use. There was no reported patient or user harm.